Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 18 (max take-up revolution exceeded) on the user control panel. User was unable to clear the ua 18 error message. No patient involvement. Additional information was provided from the user, it was indicated that the platform was further tested. The user was not able to reproduce the ua 18 error message. The platform was functionally tested and operated with 5 sets of 5 minutes compression on a mannequin. No further issue was observed.